Event description:
Patient called lfs in 2004 alleging the test strips were peeling when taken out of the vial. The pt reported no high or low blood glucose symptoms at the time of testing. The issue was not resolved with troubleshooting. The meter was replaced for the pt. No further information has been reported. The pt also reported blood glucose results of 176 and 101 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.